Event description:
The account alleged a patient had hospitalized for 42 days and has respiratory problems. The account alleged the patient developed a pressure ulcer while on another frame and surface on the sacrum area. The account alleged the patient was placed on the hill-rom bed and surface and developed two new pressure sores in the sacrum area just after the installation of the bed.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.